Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
A change in therapy effect was reported. It was reported that patient had problems and right now he had healthcare provider (hcp) cutting back on medication, and was using sufenta. Patient had asked them to decrease the settings because, he was suffering terrible side effects from it; knees were numb to feet and very cold, when he stood up patient felt like he was going to faint stating it is still borderline on that. Patient had to go to the ER on (B)(6) 2014 night because, he couldn¿t control his pain with his breakthrough medication and didn¿t want to take a larger amount. Patient had been working very hard with his hcp on trying to get back to normal and wasn¿t back to normal except that his feeling was back to his legs and his feet. The pump nurse attributed that to the bupivicaine. Hcp stated, he had not ever used bupivicaine without clonidine. In (B)(6) 2013, patient was started on sufenta concentration 450.0 ug/ ml with dose per day 400.0 ug/day, and bupivicaine 18.0 mg/ml, with dose per day 15.0 mg/day, clonidine was 900.0 ug/ ml with dose per day 625.0 ug/ml. Patient couldn¿t walk, he was a couch potato when he stood up he would throw up. Patient was hospitalized (specific details: time, duration, reason related to the hospitalization were not reported) and the hospital hcp indicated that his blood pressure laying down, sitting up and standing was not nearly correct and that something was wrong and at that time t hat hcp didn¿t know what was in pump. Patient had an appointment with his current hcp and indicated that they are supposedly going to change out tomorrow (B)(6) 2014, but originally were going to do it on (B)(6) 2014 and patient felt that hcp was going to try and convince him to try and stay on everything that was currently in the pump. Patient was considering hcp options and was having difficulty as four providers stated they can¿t do that with the bupivicaine and clonidine in the pump and if those meds were removed they would take the patient. This got patient thinking about the medications and why patient was feeling the dizziness, vertigo, throwing up when he stood up, numbness in his feet and knew something was wrong. Patient thinks the reason he was not getting symptom relief was because they can¿t turn the medications down individually and that they all have to be decreased at the same time. It had been since (B)(6) 2012 he had been dealing with the current situation and in (B)(6) 2013 patient started complaining and trying to do so something about it. The pump nurse had been doing well in decreasing the medications but patient couldn¿t handle effects from the decrease; once was about a week from the pain (back in (B)(6) 2013) and then a second time he was hospitalized for five days. The nurse reviewed with the patient that in decreasing the current medications patient may have had increased symptoms and was not be able to withstand the pain; ¿pain he was expecting it, but his legs he got his legs back and could feel his legs and was a big swap out for him and now if he can get rid of the standing up and not feeling like he is going to fall down side effect that would be good, and this has limited him in his activities with his granddaughter¿. Patient felt he had lost control of his body and had been dealing with this for 42 years and has never liked taking a lot of medications (e.g. Opiates, pain meds). Patient wanted to get to feeling better, be able to walk to the grocery store and not have to depend on so many other people and is grateful, but wants to do so because his granddaughter worries about it. Patient learned to take better care of himself, and before he had the pump implanted he was careless and did things he shouldn¿t do and would pick up things he shouldn¿t and would work in his yard when he shouldn¿t. A follow-up report will be sent if any additional information is obtained.